Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappeared, acknowledging and understanding the instructions given.